Event description:
The report received indicated that six months post stent implant, a coronary angiogram revealed the stent had moved from its implanted location. The index procedure included treatment of a lesion in the proximal and mid right coronary artery (rca); the lesion was treated with two cypher stents, the first stent was implanted covering the lesion in the mid and part of the proximal rca; while the second was deployed in the ostial section of the lesion, sticking out in the aorta. It was indicated that the physician deployed the stent in such a way to fully cover the lesion. The second stent was deployed at 18 atmospheres overlapping with the first stent. Intravascular ultrasound (ivus) was confirmed full expansion of the stents and good wall apposition. During a follow up, six months later, a coronary angiogram revealed that the stent that had been implanted in the ostial section of the rca had migrated to the superficial femoral artery. There was no treatment conducted as the physician judged that there was no problem leaving the stent at that location. The physician further indicated that the posible cause for the stent migration was due to the size of the stent and the location of the implant.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. This device is distributed outside the us; however, it is similar to the cypher coronary sds/stents distributed in the us. Add'l info will be submitted within 30 days upon receipt.